Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported that the insulin delivery was inaccurate. Customer reported blood glucose value of 193 mg/dl. Customer treated hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-332a, mmt-397a. Troubleshooting was not performed. The customer was advised for the replacement of the pump. It is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of [23-mar-2025] found bolus deliveries of .05u at 02:01:35.000, .2u at 03:16:41.000, and .2u at 03:21:41.000. Unable to find the bolus daily delivery total or basal daily delivery total. Test p-cap locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked belt clip rails. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.